Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that patient reported that they need to turn off the stimulation because they needed to remove the ins because of serious malfunction issues that are causing nerve issues. Patient stated that around mid-january it started malfunctioning, shocking the patient very hard as it would jolt them. Patient mentioned they contacted their manufacturer representative (rep) for reprogramming 2 times and rep put a 'thing' so they would feel a normal vibration like they used to. Patient then stated that about 3 months ago they started having an unbelievable nerve pain that was not their normal nerve pain. It makes their muscles and left leg feel tight that was painful and icky where they got to a point where they could hardly walk anymore. Patient also stated there were multiple electrodes that weren't working, and the doctor advised to remove the implant. Agent walked patient through turning off the implantable neurostimulator (ins) and redirected the patient to healthcare provider (hcp) for further assistance.